Event description:
The patient's mother reported that the nurse practitioner discovered that the vns generator had been "turned off" for 8 days straight on (B)(6) 2019. The mother stated that she was not aware of her son's vns being off for 8 days. She also noted that the nurse practitioner did not know why the device would have been off. It was mentioned that the patient sleeps with the magnet on; however, the mom is not sure if he sleeps with the magnet over the chest. Further follow up with the nurse practitioner confirmed that the device was turned off for 8 days. A programming history review of available data showed that the magnet and auto stimulation parameters disabled unintentionally previously on (B)(6) 2018. Additionally, on that same date, a system diagnostic test registered low output current on the patient's device. At this same appointment, the device was programmed back to intended parameter settings, and re-testing of the system diagnostics provided an ok output current. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No other relevant information has been received to date.

Event description:
Further review of the programming data confirmed that the device was delivering the intended vns therapy on (B)(6) 2018. It was determined that the observed low output current and output current disablement conditions align with a previous investigation into m3000 data display anomalies. Further investigation of the m3000 data display anomalies determined that some response packets received from the generator via the wand were duplicated and/or received out of sequence compared to the prior command packets. In these instances, the m3000 software may incorrectly calculate several parameter values. Therefore, in this case the output current values, as well as the output current status were incorrectly calculated by the software. This was confirmed as it was noticed that there was other data that displayed incorrectly (e.g. Battery voltage, operating time, magnet and autostim data, etc.) During the interrogation/system diagnostics on (B)(6) 2018, which previous investigation within the defect shows that multiple parameters can display incorrectly in these instances. The investigation confirmed that these types of events are expected to resolve with a subsequent interrogation or diagnostic test, which was observed in the decoder with the data from (B)(4) 2019. Multiple attempts have been made to the nurse practitioner¿s office for further clarification on the most recent report of device disablement which occurred on (B)(6) 2019; however, no response has been received to date. No other relevant information has been received to date.